Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the harness and would replace the z pot component during the next maintenance session. The fse noted that the isi clinical territory associate (cta) performed movement tests on arm 1 and was not able to reproduce the error. The error did not return during recent surgeries. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that or staff was facing an issue with universal surgical manipulator (usm)1. Caller stated that usm1 was blinking orange. Tse asked him to press the estop button and reinstall the bipolar forceps, but issue persisted. Tse viewed the system event logs and noticed an error 100 indicating that the setup joint (suj)1 moved without being clutched on usm1. Tse asked to repeat the procedure and restart the system if needed. The surgery was resumed. The procedure was completed with no reported injury.